Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection found the header to be loose. X-ray examination was performed. The df- feedthrough wire was found to be fractured. Laboratory evaluation confirmed the loose header and fractured feedthru wire resulted in the high shock impedance measurements. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system generated a red alert due to a shocking impedance measurement greater than 200 ohms. A review of the stored data showed the shocking impedance was very stable and in the 40-50 ohms range until the alert. The patient was brought into the clinic the following day and normal measurements were noted with the patient sitting still; however, when the patient moved his arm there was noise on the shock channel and out of range impedance measurements in all vectors. The patient was referred to another clinic and the system was subsequently explanted. No additional adverse patient effects were reported.